Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is not meeting the expected longevity. The device remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Event description:
It was reported that the device is not meeting the expected longevity. The device remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.